Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had air bubble. The customer¿s blood glucose level was 375 mg/dl at time of incident and current blood glucose was 322 mg/dl. The customer had high blood glucose and was treated with bolus. The customer declined troubleshooting for blood glucose. The customer stated that the air bubbles in the tubing and approximate size of air bubbles is eight. The troubleshooting was performed and was advised to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles and air bubbles were not removed successfully. The customer was advised to change the set and monitor blood glucose. The reservoir will not be returned for analysis.